Event description:
The customer stated that his blood glucose was tested while at the hospital. The hospital meter (brand unknown) read 51 mg/dl, while his contour meter read 91 mg/dl. The difference between the readings fell in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.